Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-apr-26 the hcp attempted to access the catheter access port and was unable to access the catheter port. It was noted they aspirated the pump medications to compare interrogated reservoir volume and actual reservoir volume, which were accurate. The patient did report some increased discomfort which they attributed to an incident in which their driver was attempting to secure he wheelchair and then 'fell on them'. Examination revealed the patient was unable to unclench their right fist or lower extremities. The patient was started on oral baclofen as a precaution in case of pump or catheter malfunction. On (B)(6) 2021 the patient reported worsening pain and muscle tension. The patient was unable to move their lower extremities from uncomfortable angels. On (B)(6) 2021 the patient reported persistent symptoms. The plan was to do a catheter access port dye study. On (B)(6) 2021the patient reported persistent symptoms. A catheter dye study was pending. On (B)(6) 2021 the catheter access port (cap) study revealed a catheter kink secondary to pump inversion. The catheter access port dye study revealed the pump had become inverted. The plan was to do a revision. On 2021-jun-07 they were unable to interrogate pump secondary to orientation. On 2021-jun-21 they were able to interrogate pump which was normal. A revision was pending. The clinical diagnosis was worsening spasticity and muscle tightness. The device diagnosis was pump inversion and catheter kink. The outcome was noted as ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that on (B)(6) 2020 during a pump refill, it was noted that the pump had flipped within the pocket. The patient reported well controlled symptoms. The patient was to wear an abdominal binder. No intervention was taken at the time of report, and the event was considered unresolved with no further action planned. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure.